Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection performed on the product observed that the screw tip and a portion of the thread are deformed. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the manufacturing procedure found that each component should be visually inspected for all non-conforming attributes defined in the procedure and according to the acceptance criteria on the part drawing, data sheet, or associated sops. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a pcl reconstruction, the biorci broke when screwed in. All pieces were removed from within the patient using suction. There was a backup device available, which was used in the originally drilled bone hole. No significant delay or further complications were reported.

Event description:
It was reported that, during a pcl reconstruction, the biorci broke when screwed in. There was a backup device available. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.